Event description:
The customer contact reported a separation. The tubing set was connected to the pt's central line and was being used to deliver tpn. It was reported that after an unspecified length of time in use, the tubing separated from the proximal end of the filter. The customer contact indicated that an unspecified volume of tpn leaked; however, there was no reported blood loss or bleed back. The customer contact reported that the tubing separation was "caught very fast". The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).